Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow-up. The patient was fine during device check. During device check, the implantable cardioverter defibrillator was programmed from ddir to vvir due to the patient having a previous atrioventricular node ablation procedure. The patient was fine at the beginning. Shortly after, the patient went into cardiac arrest and was provided cardiopulmonary resuscitation and external defibrillation while being transported to the hospital. Upon arrival, the implantable cardioverter defibrillator provided an appropriate shock to convert the patient¿s arrhythmia. The patient was in stable condition after. Upon device interrogation, ventricular tachycardia and ventricular fibrillation was noted. Due to the right ventricular lead undersensing and device¿s inappropriate programming, therapy was delayed. The device was reprogrammed.